Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2013. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during use with the armada 35 balloon resistance was noted during advancement and removal. The resistance was noted with both the introducer sheath, and previously implanted non-abbott stent. There was no damage noted to the implanted stent. A new non-abbott balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.